Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the yellow protective sheath was unable to be removed from the balloon during preparation of the 3.0 x 15 mm nc trek. There was no patient involvement. The product was replaced with another device. There was no reported clinically significant delay in the procedure. No additional information was provided.